Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus),'), genital haemorrhage ('abnormal bleeding (general),') and kidney infection ('infection (other) describe: kidney') in a 36-year-old female patient who had essure (batch no. 626209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. In april 2008, the patient experienced back pain ("back pain"), abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"). In may 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal , menorrhagia.)") And menorrhagia ("abnormal bleeding (vaginal , menorrhagia.)"). In february 2009, the patient was found to have weight increased ("weight gain"). In may 2010, the patient experienced cystitis ("infection (bladder/ urinarytract/vaginal) type: bladder"). In july 2013, the patient experienced urinary tract disorder ("bladder or urinary problem or changes") and bladder disorder ("bladder or urinary problem or changes"). In march 2014, the patient experienced kidney infection (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and endometriosis ("reproductive system disorder or condition type ofdisorder or condition: endometriosis"), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,") and mood swings ("hormonal changes describe: mood swings"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, kidney infection, weight increased, cystitis, endometriosis, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, mood swings, urinary tract disorder, bladder disorder, back pain, abdominal pain, pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, kidney infection, menorrhagia, mood swings, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus),') in a 36-year-old female patient who had essure (batch no. 626209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. In april 2008, the patient experienced back pain ("back pain"), abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"). In may 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal , menorrhagia.)") And menorrhagia ("abnormal bleeding (vaginal , menorrhagia.)"). In february 2009, the patient was found to have weight increased ("weight gain"). In may 2010, the patient experienced cystitis ("infection (bladder/ urinarytract/vaginal) type: bladder"). In july 2013, the patient experienced urinary tract disorder ("bladder or urinary problem or changes") and bladder disorder ("bladder or urinary problem or changes"). In march 2014, the patient experienced kidney infection ("infection (other) describe: kidney"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and endometriosis ("reproductive system disorder or condition type ofdisorder or condition: endometriosis"), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general),"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), mood swings ("hormonal changes describe: mood swings") and scar ("scar tissue"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, genital haemorrhage, kidney infection, weight increased, cystitis, endometriosis, dyspareunia, vaginal discharge, fatigue, mood swings, urinary tract disorder, bladder disorder, back pain, abdominal pain, pelvic pain and scar outcome was unknown and the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, kidney infection, menorrhagia, mood swings, pelvic pain, scar, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 260 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Outcome of the event abnormal bleeding(vaginal, menorrhagia), dysmenorrhea were updated. Event scar tissue added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus),'), genital haemorrhage ('abnormal bleeding (general),') and kidney infection ('infection (other) describe: kidney') in a (B)(6)-year-old female patient who had essure (batch no. 626209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced back pain ("back pain"), abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal , menorrhagia.)") And menorrhagia ("abnormal bleeding (vaginal , menorrhagia.)"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). In (B)(6) 2013, the patient experienced urinary tract disorder ("bladder or urinary problem or changes") and bladder disorder ("bladder or urinary problem or changes"). In (B)(6) 2014, the patient experienced kidney infection (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,") and mood swings ("hormonal changes describe: mood swings"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, kidney infection, weight increased, cystitis, endometriosis, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, mood swings, urinary tract disorder, bladder disorder, back pain, abdominal pain, pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, kidney infection, menorrhagia, mood swings, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : case become valid as previous event ¿injury nos¿ is replaced with uterine perforation. Aka name added, reporter added, lot number added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Events added- uterine perforation, mood swings, abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (general), bladder infection, kidney infection, endometriosis, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, weight gain, abdominal pain, back pain, device monitoring procedure not performed. Events onset date added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.